Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a consumer (con) stated that the pump was not working right. The patient representative (rep) stated the patient had a heart attack about 3-4 weeks ago and they had to use electrical stuff to shock him and bring him back to life and the pump had not worked right since then. The rep reported that the patient was having major back pain. The rep said, they heard the pump alarm from outside of the patient's body. The rep mentioned that the patient was in a rehab facility and the rehab facility has been contacting a hospital to see if someone can come and jump start the pump to get it back on the right track. She was told the pump have medication for months. The agent confirmed that the patient was not with caller during the call. The agent reviewed pump function and recommended caller consult with hcp ¿ofc¿ for the next steps. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Information was received from healthcare professional (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 2000 mcg/ml at 2000 mcg/ml and bupivacaine at 2.234 mg/day via an implantable pump for unknown indication for use. It was reported that the patient had a cardiac arrest episode on (B)(6) 2024. On the way to the hospital the patient was defibrillated 3 times after which when he was well enough, noticed that his pump was alarming both single tone and double tone alarm. The company rep received a call on wednesday (B)(6) 2024, from the nurse manager alerting the company rep to this issue. Outside the pump alarming, she indicated the patient was not experiencing any sort of withdrawal symptoms. A company rep went to the facility to check pump yesterday. Interrogation of the patient¿s pump revealed the patient¿s pump refill date was erased, both alarms still sounding indicating ¿empty reservoir¿ and ¿low reservoir¿ service code 235 and 236 respectively. No diagnostics were performed, only interrogation of settings. The patient was undergoing rehab and may be discharged monday, the 23rd but might stay another full week. The nurse manager called the managing healthcare provider (hcp) of the pump and confirmed with the office the patient¿s next refill was in (B)(6), so even though interrogation was showing the reservoir to be empty, it was not. As of today, it had not been determined when the patient would be able to get to managing hcp for follow-up. Additional information from the company representative (rep) reported that the patient¿s pump reservoir was not empty. It showed in empty because it was believed the defibrillation episode somehow erased the reservoir information as well as the refill by date. The nurse manager at the facility called the managing physician¿s office to confirm when the next refill appointment was as the patient told them he was just refilled, and his next appointment was in (B)(6). There was nothing to suggest that the pump was under or over delivering medication as the patient was not showing any outward signs of overdose or withdrawal. Additional information was received from the company representative (rep) reporting that no actions had been taken yet as the patient was still receiving his daily dose from the pump. The patent continued to undergo therapy in a nursing rehab facility 3 hours away from his managing physician. The information had been confirmed with his physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.